Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw fell from mics intra op and then the handle of the mics fell off after. Tka case.

Manufacturer narrative:
Reported event: it was reported that screw fell from mics intra op and then the handle of the mics fell off after. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0aer and 21 accepted into final stock on (B)(6) 2017. Review of qt17-11-0002 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0aer shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1452931.

Event description:
Screw fell from mics intra op and then the handle of the mics fell off after. Tka case.